Manufacturer narrative:
(B)(4). Device evaluation: the battery was returned for evaluation. Visual inspection of the battery was performed and no abnormalities were noted. The battery was installed into a known good autocat2w and a battery load test was performed. The intra-aortic balloon pump (iabp) was run on battery until the iabp shut down. The battery was left to charge in the pump for over eight hours. The pump ran on battery (battery load test) until the iabp shut down (>90minutes within specification). The battery passed the battery load test. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A review of the service history indicates this was the replacement battery and it was replaced in (B)(6) 2014. A device history record review was not required. No problem was found with returned parts. See other remarks section for continuation. Other remarks: conclusion: the reported complaint of "pump shut off in use" is not confirmed. The reported problem could not be reproduced at teleflex chelmsford facility. The battery passed functional testing. The cause of the reported complaint is undetermined.

Event description:
It was reported per field service report: symptom - pump turned off while on patient. Findings: ran pump on battery for one hour; battery voltage was 12.1 volts. Replaced battery as precaution. Biomed thinks maybe outlet problem and will check. Software 2.24

Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - pump turned off while on patient. Findings: ran pump on battery for one hour; battery voltage was 12.1 volts. Replaced battery as precaution. Biomed thinks maybe outlet problem and will check. Software (B)(4).